Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis toric intraocular lens (iol) haptics would not sit properly upon insertion because the patient had zonules issue. Unplanned vitrectomy along with suture were used during the procedure. The replacement lens is a non-johnson and johnson lens. The customer also indicated that the lens was discarded. No further information provided.

Manufacturer narrative:
Corrected data: initially, the customer reported that the patient had zonules and haptics would not sit properly. There is no indication that additional surgical intervention was required to preclude permanent damage/injury triggered by a j&j device and therefore should not have been initially reported. It was learned later that a duplicate report has been initiated for the same customer under the reported serial number. The second record included more details of the reported event; therefore, all relevant information has been submitted under medwatch 9614546-2021-07052. No further information will be submitted under the initial medwatch 9614546-2021-07005.